Event description:
Additional information received from the consumer reported it made it more difficult to recharge the implanted battery. As a step to resolve the issue, the patient said he supposed he would have to wait until the doctor replaced the implanted battery in a year or two. It was noted the patient was implanted in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he was getting no coupling or efficiency bars when trying to charge. The patient was not by and electromagnetic environmental interference. Repositioning the antenna was tried, but this did not help. The patient tried turning the dial. It was noted the battery was charged and was not low. The device was implanted at a slope and was not flush with the skin. This had caused the patient issues since the device was implanted. After an antenna locate feature was used, the patient was able to get 6 coupling bars and continued to charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that they had been trying to recharge their implantable neurostimulator (ins) for a couple of hours but could not get it to work. The patient had poor coupling and stated that they got 4 bars at best. They had been trying to get the coupling boxes to fill up to 6 or 8 bars. After reviewing recharging best practices and synchronizing to the ins a poor coupling screen was seen with 0 coupling boxes. Repositioning the antenna did not resolve the issue. When an antenna locate (al) feature was performed, the issue was resolved and was able to get 8 coupling boxes. Adhesive discs were also ordered for the patient. It was noted that the patient had been using the al feature on their own as when they started a charge session they reported seeing the double headed arrow with numbers. It was reviewed with the patient that the al feature was only to be used with the healthcare professional (hcp) or the manufacturer. The patient reported that they surgeon told them that the top part of the device was closer to the surface of the skin and the bottom was deeper under the skin (tilted ins). The patient had been dealing with this issue since the implant of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported coupling issues, patient services tried to walk the patient throughthe antenna locate feature, but the patient did not have time and stated they would call back later. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient stopped using their device because it was too much trouble and too difficult to use. The patient had not used the device for almost three weeks. The patient stated the ins was charging and mentioned the healthcare provider (hcp) implanted the ins tilted and the front was higher in the back. The patient stated there was one space on the ins the size of a dime that the need to find to recharge. The patient stated they sometimes spend an hour to find that spot. The patient stated they had 8 coupling bars, but the difficulty finding the spot was why they stopped using the device. The patient stated they were in the hospital (unrelated) again from the (B)(6) of september 2017. The patient stated the same thing happened and they had trouble manipulating the belt to find the right spot. The patient stated the ins was 80-90% charged. The hcp picked out someone to manage the device and the patient will see this hcp on (B)(6) 2017 or (B)(6) 2017. No symptoms or further complications were reported.